Event description:
It was reported that the patient was transported via ambulance to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels decreased to 37 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include dizziness, cognitive changes and slurred speech. The patient was treated with midazolam in the ambulance then given IV (intravenous) dextrose and IV saline upon arrival in the ER. The patient was released within 13 hours. The patient reported after leaving the ER, he was transported by the police to another hospital for psychiatric evaluation before being released to go home. The pod was removed by paramedics enroute to the ER.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.